Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was reported that the cause of the event was due to change of care giver. It was reported the patient was not hospitalized for the event. The patient was treated with intraperitoneal fortum injection (500mg each bag, discontinued, frequency not reported) for the peritonitis. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available as the reporter declined follow up.